Manufacturer narrative:
The insulin pump was received motor error alarms due to broken component on interface board.

Event description:
The customer's stepfather reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer's stepfather stated that they were unable to rewind the insulin pump. The insulin pump was returned for analysis.